Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor was distorted, the inner insulation was kinked buckled, the inner tubing was kinked/buckled, the inner insulation was pulled apart due to overstress, the inner tubing was pulled apart due to overstress, the helix was distorted/bent, d there was blood in/on the helix mechanism, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor was distorted, the inner insulation was kinked buckled, the inner tubing was kinked/buckled, the inner insulation was pulled apart due to overstress, the inner tubing was pulled apart due to overstress, the inner tubing was torn, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, two right ventricular leads did not have sensing, had intermittent capture, had low impedance, and had no ventricular electrograms noted through the analyzer. These leads were not used and another lead model was successfully used to complete the implant procedure. No patient complications have been reported as a result of this event.